Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise win two stored episodes. Ts suspected that a procedure may have occurred on the date of those recordings. Subsequently, the whole system was explanted and replaced due to sepsis. The replacement procedure was successfully completed and a new system was implanted. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise win two stored episodes. Ts suspected that a procedure may have occurred on the date of those recordings. Subsequently, the whole system was explanted and replaced due to sepsis. The replacement procedure was successfully completed and a new system was implanted. No adverse patient effects were reported. This ra lead remains in service.